Manufacturer narrative:
This report is for an trauma screws. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes, reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for distal radius fracture with the va two-column volar distal radius plate and the va locking screw in question. During the surgery, the surgeon attached the va sleeve to the va hole before drilling. After that, the surgeon tried to insert the va locking screw. During the insertion of the screw, the screw slipped and failed to lock as its head contacted the plate. The unlocked screw was removed, and surgeon reinserted another screw which could not be locked either. It was left in the patient unlocked. Latter attempts were successful. The surgery was delayed by less than 30 minutes. No further information is available. Concomitant devices reported: unknown screwdriver shaft (part# /lot# unknown; quantity 1). This complaint involves three (3) devices. This report is for one (1) unk - screws: trauma. This is report 2 of 3 for (B)(4).